Event description:
Procedure type: lap chole. According to the reporter: upon placing a clip on the cystic duct, the device would not release. It was stuck on the issue. Another device was used to place two additional clips, then the instrument was cut off the tissue. Unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).